Event description:
It was reported that at the patient's routine follow up on (B)(6) 2013 the battery was found to be depleted and a CT scan showed that both electrodes had moved significantly. The patient was doing well without stimulation and was going to be re-evaluated in may. It was noted that the patient had been doing well since the device was implanted. The patient expired on (B)(6) 2013. There was no allegation to the device system in relation the cause of death. An autopsy was performed and the findings were unascertained. Additional information was requested.

Event description:
It was later reported that the ¿electrodes¿ referred to previously are clarified to be leads. The cause of death was unknown as of (B)(6) 2013.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A request has been submitted to clarify the implant date. The implant date given, (B)(6) 2007 is prior to the device manufacturer date.

Manufacturer narrative:
(B)(4).